Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: a medtronic representative went to the site to perform a system check out and the 3define camera was removed and reinstalled. Otherwise, the system passed all functional tests(accuracy test, built in self test, stress test) . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that after the first registration during a guide wire case, the left side looked lateral and the right side looked medial. The trajectories were off between 3.5-10mm. The site took three wires out and re-registered. The case was able to be completed. There was no patient harm and the procedure was delayed less than one hour.